Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed.(B)(4)

Event description:
On a follow-up appointment on (B)(6) 2015, a catheter access port (cap) procedure was performed and found no occlusions in the catheter. The pump therapy was continued and the patient was scheduled for another follow-up appointment. During the next follow-up appointment, a reservoir volume higher than expected in the pump was observed. The catheter reported to be patent during a cap procedure. The pump was explanted and replaced on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed.(B)(4)

Manufacturer narrative:
The device was returned for evaluation on 8/19/2015.the device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed.(B)(4)

Manufacturer narrative:
Device evaluation summary: the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4)

Event description:
It was reported that the pt began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed for two consecutive refill appointments, (B)(6) 2015. The pump was stopped but remains implanted.

Manufacturer narrative:
(B)(4).